Event description:
Case description: investigation results: product name: ozempic 2 mg, 3 ml. Batch number: nar0212. A visual examination of the returned product was performed. A large amount of air was present in the cartridge. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem occurred after the product has left novo nordisk. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk. Furthermore, the attached needle were not a novo nordisk needle. Investigation results: product name: novofine plus 32g x 4mm. Batch number: ns7d15b-1. A visual examination of the returned needle box was performed. Received 1 emty needle box, signs of that all 4 needles have been present in the box. Visual examination of the returned sample was performed. Needle(s) were missing from the box. All boxes are controlled before they leave the packaging line. If products are missing in a box, it will be rejected. Therefore, the box could not have left the packaging department in this current condition. Ozempic is a prefilled device current location of device: device returned for investigation. Period of use: unknown. Since last submission, the case has been updated with the following information: investigation results were updated. New imdrf codes were updated. Narrative updated accordingly. Final manufacturer's comment: 27-aug-2024: the suspect product (one used pen with a foreign needle attached) has been returned to novo nordisk for evaluation. Upon preliminary investigations, a large amount of air was present in the cartridge. The air may cause delivery issues and affect the product efficacy. It may be due to storing the device with needle attached between injections. This is due to the incorrect handling of the product. It was claimed that the pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control. H3 continued: evaluation summary. Product name: novofine® plus 32g x 4mm. Batch number: ns7d15b-1. A visual examination of the returned needle box was performed. Received 1 emty needle box, signs of that all 4 needles have been present in the box. Visual examination of the returned sample was performed. Needle(s) were missing from the box. All boxes are controlled before they leave the packaging line. If products are missing in a box, it will be rejected. Therefore, the box could not have left the packaging department in this current condition.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) new box ozempic 2 mg had an novofine needle attached to the pen and no other needles in the box [product packaging issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "new box ozempic 2 mg had an novofine needle attached to the pen and no other needles in the box(product packaging issue)" with an unspecified onset date, and concerned a male patient who was treated with ozempic 2 mg (semaglutide) from 2023 for "type 2 diabetes mellitus", novofine plus 4mm (32g) (needle) from unknown start date for "device therapy". Current condition: type 2 diabetes mellitus (duration not reported). On an unknown date, the patient had opened new box ozempic 2 mg that had an novofine needle attached to the pen and no other needles in the box. Batch numbers: ozempic 2 mg: nar0212 novofine plus 4mm (32g): ns7d15b-1 action taken to ozempic 2 mg was not reported. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "new box ozempic 2 mg had an novofine needle attached to the pen and no other needles in the box(product packaging issue)" was unknown. Ozempic is a prefilled device current location of device: device returned for investigation period of use: unknown preliminary manufacturer's comment: 19-aug-2024: the suspect product (one used pen with a foreign needle attached) has been returned to novo nordisk for evaluation. Upon preliminary investigations, a large amount of air was present in the cartridge. The air may cause delivery issues and affect the product efficacy. It may be due to storing the device with needle attached between injections. This is due to the incorrect handling of the product. It was claimed that the pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.